Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information through a post market follow-up (pmcf) survey for, dlp¿ pressure catheter placement set model 50011 that the user reported adverse effects of blood trauma, haemolysis and tissue damage. The user stated blood trauma and haemolysis were directly related to the use of the device. Tissue damage was related to procedure but not directly to the device. The blood trauma was caused by malposition of the catheter tip within the circuit led to turbulent flow and mechanical damage to rbc (red blood cells).